Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address loosening of the tibial component at cement to implant interface. Unknown cement was used. When the team exposed the implants the tibia was loose with no adherence with the cement. The quality of the patient bone was good. When the tray was removed there was complete debonding between the cement and the tibial tray. The team replaced the tray with a attune revision rp tray, sleeve and stem. Doi: (B)(6) 2015, dor: (B)(6) 2019, right knee.